Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an emergency endovascular treatment for an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. When the trunk-ipsilateral leg component was deployed, it moved distally. Therefore, the physician attempted to reposition it using the constraining mechanism; however, it moved distally further and repositioning was unsuccessful. All the planned devices were implanted without any further problems, but there was a type ia endoleak. Thus, an aortic extender component (pla280300j) was additionally deployed proximal to the trunk-ipsilateral leg. The endoleak disappeared. Even after the completion of the implantation, blood pressure did not recover to the normal value. Therefore, the patient was transferred to the intensive care unit while receiving fluid transfusion. One hour after the procedure, the patient fell into shock state again. A type ia endoleak was suspected and a reintervention was performed. Additional two aortic extenders (pla260300j and pla280300j) were implanted. The patient's outcome was unknown. The reporting physician commented as follows: the endoleak was confirmed with a CT scan shortly after the procedure. It seemed like a type ii endoleak from the inferior mesenteric artery, but a type ia endoleak was also possible. So, additional aortic extenders were placed. Blood pressure did not fully recover after the reintervention. The patient died on (B)(6) 2023, due to unstable hemodynamics.